Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There is no customer information hence, we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Exterior investigation states unknown dust/dirt contamination observed. The groove between where the top and bottom closure meet looks as if it was attempted to have the top pried off with tools. Pil observed that the top enclosure was scratched, and ui button keypad was cracked and damaged. Pil observed a slash through bottom enclosure and labeling, possibly likely from a box cutter. Interior investigation states pil observed a white residue throughout. There was a slight keratin-like substance buildup at the blower box housing outlet. Pil observed unknown dust/debris contamination throughout interior and mineral deposits on motor housing. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has dust/debris contamination. There was no evidence of sound abatement foam degradation. Section(s) d8, d9 and h6 has been updated in this report.